Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer family member stated she went to look at the pump and noticed the entire end of the pump where the minimed label is cracked off and being held on by tape. She is not sure when it happened and the customer never told her. Pump not available to verify serial number. No further details provided.